Event description:
It was reported that an implanted dual chamber pacemaker did not automatically measure the ventricular stimulation threshold due to a high intrinsic heart rate. It was also reported that when the pacemaker automatically measured the atrial stimulation threshold, a fluttering was felt by the patient in the stomach, the atrial measurement being done at a high pacing rate to overcome the patient's high heart rate. No further patient complications were reported due to this event. The system remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.